Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed a dripping wash nozzle. The fse identified the failure mode as defective vacuum valves. The fse replaced the vacuum valves before the wash nozzle to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low alt (alanine aminotransferase), ast (aspartate aminotransferase), and tbil (total bilirubin) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.